Event description:
Received a copy of the FDA request letter from the FDA which states, "rn went into the patient's room because the pump was alarming. The alarm read "air-in-line" and rn saw that fentanyl was infusing on the pump. The pump was programmed to deliver 2 mcg/hr, but the entire bag of fentanyl had been delivered. The medication was started at 0930 am, and empty bag was found approximately around 1030 am. The rn removed the tubing from the patient and removed the module and brain from the patient's room. Patient newly intubated and agitated with cpot 5. Fentanyl started at 20mcg/hr (2mlhr) as ordered at 0930. Nurse answered "air in line" alarm and found the fentanyl bag empty at 1030. The nurse disconnected the IV from the patient and removed the pump from the room and had it put in the manager's office. Vital signs pre event: hr 95 bb 121/66 sat 100% rr 16 per vent. 0945: hr 69 bp 85/42. 10:24am: hr 56 bp 75/38. 1029am: hr 58 bp 91/49. 1044am: hr 61 bp 110/57. Abgs, the pre-extub. Abg @1329pm showed ph 7.45, pc02 44, p02 132, hc03 30. Next abg not done until 0220 which showed ph 7.17, pc02 98, p02 89, hc03 35." Later received from the FDA a copy of the customer medwatch which includes the same description as above and also states, "the patient states she has no memory from when she was at her home. Her next memory was that when she woke up in the ICU. The patient does state that she has been increasing shortness of breath with possible wheezing. The patient was brought to the floor. The patient became nonresponsive. A code stroke was called. The patient had pc02 of 160 per abg. The patient denies any history of any shortness of breath. What was the original intended procedure? : to deliver 2mcg/hr of fentanyl. Recheck on [(B)(6) 2018] : trimedx (B)(4) was created to conduct inspection of this device. Initial inspection of the base unit (pcu module) and pump modules did not produce any failures of operation. Upon conducting a second test the unit did experience a failure in the delivery of fluid that was programed. See attachment." The customer later clarified the timeline, reporting that the patient arrived to the ER unresponsive, a code stroke was called and the patient was vented upon admission. A CT scan was done for a medical history of transient ischemic attack in the past. The patient was then transferred to the ICU, and at 0930 the fentanyl was started at 20mcg/hr due to the patient being agitated with cpot 5. (Critical care pain observation tool). At 1030 it was reported that the device was alarming for air in line, the nurse noticed that the entire bag of fentanyl was empty, and the devices and tubing were removed and sent to biomed for testing. The customer stated that there was no harm to the patient as a result of this event. The event occurred in critical care.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. During functional testing the pump module was delivering fluid within specification, however, the device was received with a broken platen. Previous investigations have shown that this failure mode can result in both under or over infusions related to how the platen is seated when the pump module door is closed. The pcu event log contained no obvious programming errors. The starting/ending volume of the fluid container cannot be determined through device logs. The probable cause of the overinfusion was the platen post being broken at the upper hinge which can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The root cause of the broken platen hinge was not identified.

Event description:
Received a copy of the FDA request letter from the FDA which states, "rn went into the patient's room because the pump was alarming. The alarm read "air-in-line" and rn saw that fentanyl was infusing on the pump. The pump was programmed to deliver 2 mcg/hr, but the entire bag of fentanyl had been delivered. The medication was started at 0930 am, and empty bag was found approximately around 1030 am. The rn removed the tubing from the patient and removed the module and brain from the patient's room. Patient newly intubated and agitated with cpot 5. Fentanyl started at 20mcg/hr (2mlhr) as ordered at 0930. Nurse answered "air in line" alarm and found the fentanyl bag empty at 1030. The nurse disconnected the IV from the patient and removed the pump from the room and had it put in the manager's office. Vital signs pre event: hr 95 bb 121/66 sat 100% rr 16 per vent. 0945: hr 69 bp 85/42. 10:24am: hr 56 bp 75/38. 1029am: hr 58 bp 91/49. 1044am: hr 61 bp 110/57. Abgs, the pre-extub. Abg @1329pm showed ph 7.45, pc02 44, p02 132, hc03 30. Next abg not done until 0220 which showed ph 7.17, pc02 98, p02 89, hc03 35." Later received from the FDA a copy of the customer medwatch which includes the same description as above and also states, "the patient states she has no memory from when she was at her home. Her next memory was that when she woke up in the ICU. The patient does state that she has been increasing shortness of breath with possible wheezing. The patient was brought to the floor. The patient became nonresponsive. A code stroke was called. The patient had pc02 of 160 per abg. The patient denies any history of any shortness of breath. What was the original intended procedure? : to deliver 2mcg/hr of fentanyl. Recheck on [(B)(6) 2018] : trimedx wot00000001202401 was created to conduct inspection of this device. Initial inspection of the base unit (pcu module) and pump modules did not produce any failures of operation. Upon conducting a second test the unit did experience a failure in the delivery of fluid that was programed. See attachment." The customer later clarified the timeline, reporting that the patient arrived to the ER unresponsive, a code stroke was called and the patient was vented upon admission. A CT scan was done for a medical history of transient ischemic attack in the past. The patient was then transferred to the ICU, and at 0930 the fentanyl was started at 20mcg/hr due to the patient being agitated with cpot 5. (Critical care pain observation tool). At 1030 it was reported that the device was alarming for air in line, the nurse noticed that the entire bag of fentanyl was empty, and the devices and tubing were removed and sent to biomed for testing. The customer stated that there was no harm to the patient as a result of this event. The event occurred in critical care.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the FDA request letter from the FDA which states, "rn went into the patient's room because the pump was alarming. The alarm read "air-in-line" and rn saw that fentanyl was infusing on the pump. The pump was programmed to deliver 2 mcg/hr, but the entire bag of fentanyl had been delivered. The medication was started at 0930 am, and empty bag was found approximately around 1030 am. The rn removed the tubing from the patient and removed the module and brain from the patient's room. Patient newly intubated and agitated with cpot 5. Fentanyl started at 20mcg/hr (2muhr) as ordered at 0930. Nurse answered "air in line" alarm and found the fentanyl bag empty at 1030. The nurse disconnected the IV from the patient and removed the pump from the room and had it put in the manager's office. Vital signs pre event: hr 95 bb 121/66 sat 100% rr 16 per vent. 0945: hr 69 bp 85/42. 10:24am: hr 56 bp 75/38. 1029am: hr 58 bp 91/49. 1044am: hr 61 bp 110/57. Abgs, the pre-extub. Abg @1329pm showed ph 7.45, pc02 44, p02 132, hc03 30. Next abg not done until 0220 which showed ph 7.17, pc02 98, p02 89, hc03 35." Received a copy of the customer medwatch which states: per the above information from the FDA letter and additional information for patient #1 : is this a laboratory device or laboratory test? [No]. "Other information about the patient that may have influenced the outcome of the event: this (B)(6) -year-old white female. The patient states she has no memory from when she was at her home. Her next memory was that when she woke up in the icq. The patient does state that she has been increasing shortness of breath with possible wheezing. The patient was brought to the floor. The patient became nonresponsive. A code stroke was called. The patient had pc02 of 160 per abg. The patient denies any history of any shortness of breath. What was the original intended procedure? To deliver 2mcg/hr of fentanyl. The event occurred in critical care. "Device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do;test #1 recheck on [(B)(6) 2018] : (B)(4) was created to conduct inspection of this device. Initial inspection of the base unit (pcu module) and pump modules did not produce any failures of operation. Upon conducting a second test the unit did experience a failure in the delivery of fluid that was programed. The customer reported that the patient arrived to the ER unresponsive and a code stroke was called and vented upon admission for pc02 of 160.CT scan done for a previous transient ischemic attack in the past.the patient was then transferred to the ICU, at 0930 fentanyl was started at 20mcg/hr. Due to patient agitated with cpot 5. (Critical care pain observation). At 1030 it was reported that the device was alarming for air in line, the nurse then noticed that the entire bag of fentanyl was emptied, the devices an tubing was removed and sent to biomed for testing. There was no harm to the patient as a result of this event.